Manufacturer narrative:
The investigation determined that the event only caused additional imaging dose to the patient. This is not considered a serious injury, therefore, this event was determined to be not reportable.

Manufacturer narrative:
There are allegations that the patient's scan position was different from the treatment position. The issue is currently under investigation.

Event description:
There was an allegation that a patient's scan position was different from their treatment position.